Event description:
It was reported that the patient remotely via merlin.net. The patient had complaints of dizziness and it was discovered that the right ventricular lead exhibited noise. Further information was requested however, was not provided.